Manufacturer narrative:
Reported event of needle detachment. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim was used during an anterior repair with xenform graft procedure performed on (B)(6) 2014. According to the complainant, during procedure, the needle detached from the suture and it remained in the capio cage. The procedure was completed with different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of carrier detachment. Analysis of the returned capio slim revealed that the device has the carrier broken, also, it has a rivet detached in the distal section. The carrier was actuated three times, and the carrier was found broken. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a capio slim was used during an anterior repair with xenform graft procedure performed on (B)(6) 2014. According to the complainant, during procedure, the needle detached from the suture and it remained in the capio cage. The procedure was completed with different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.